Manufacturer narrative:
Based on the provided information, service evaluated the instrument and determined that the s-lyse pump was defective. The pump was replaced, but the new pump exhibited many bubbles and was determined this pump was doa (defective on arrival). Another s-lyse pump was installed to resolve the reported issue. (B)(6).

Event description:
The customer reported erroneous differential (diff) results with instrument-generated r-flags on some samples run on a coulter lh 750 hematology analyzer. All instrument-flagged samples were run on another instrument with correct results obtained. No patient data or results were provided for review, and could not be confirmed. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection to the event.